Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged 1272-000 was received for investigation. Visual evaluation found that the pin on the "l" side is coming out of its hole. The most likely reason is the wear and tear damage incurred over repeated usage.

Event description:
On 04/12/2023, it was reported by a sales representative via (B)(4) that an 1272-000 targeting guide peg on the gt to lt targeting attachment is coming out of its hole. This was discovered during a case with no patient effect.